Event description:
It was reported that this ICD was implanted but showed shock impedance values >150 ohms during the procedure. The lead was replaced but the shock impedance remained out of range. The ICD was replaced which resolved the issue.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. The final acceptance tests proved the devices functions to be as specified. Subsequently the devices were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The ICD was interrogated, revealing the bos battery status. No charging cycles were recorded to the device¿s memory. The impedance measurement functions of the device were tested and proved to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. Furthermore, the header of the ICD was thoroughly inspected, revealing no anomalies. In conclusion, the ICD and the lead proved to be fully functional. There was no indication of device malfunction. Analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this ICD was implanted but showed shock impedance values >150 ohms during the procedure. The lead was replaced but the shock impedance remained out of range. The ICD was replaced which resolved the issue.